Event description:
It was reported that the patient presented in clinic for follow-up. A device interrogation was performed and revealed that the patient's right ventricular (rv) lead exhibited high capture threshold and a decrease in sensing. The rv lead was explanted and replaced. Patient was stable.